Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that hcp states patient (pt) is getting "repeated shocks" from the ins, hcp states pt attempted to turn stim off but was unable to do it - hcp requests assistance turning stim off. Hcp noted the pt has felt the "stinging" constantly since yesterday. Hcp reported seeing the poor communication multiple times after trying to sync with ins and repositioning antenna over ins. The same issue was reported when trying to sync without programmer antenna attached. Hcp noted pt has not done anything with the stimulator for a long time. Agent reviewed ins is likely at eos and redirected to hcp, reviewed pt can discuss explant with hcp if desired.